Event description:
Customer reported pump went into a black screen.

Manufacturer narrative:
Sigma received the pump on 01/29/09 to conduct an investigation of the event reported. Engineering testing is being conducted on the device. The reported symptom has not been reproduced in the factory to date.